Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported malfunction caused by faulty retractor band. A field service engineer replaced retractor band to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system kept on rebooting when users attempted to access the drawers for medications, causing concerns in patient safety. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-may-2022 to 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the malfunction was due to faulty retractor band. A field service engineer replaced the retractor band, ran diagnostics, cleaned tray and tested the system to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system kept on rebooting when users attempted to access the drawers for medications, causing concerns in patient safety. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.